Manufacturer narrative:
Evaluation method: no information available. Conclusion: exact cause of the event cannot be determined. Exhaustive attempts to obtain the details surrounding this event have been unsuccessful, as neither the surgeon nor his staff recall the information surrounding the event. The surgeon had indicated, however, that the death was not related to the performance of the device, but that the death occurred as a result of the surgeon's decision to ablate in this patient with endocarditis. A review of complaints has noted no additional death cases. However, medtronic continues to monitor field performance to detect similar events, should they occur.

Event description:
Medtronic received limited information that a patient expired following the use of this ablation device. This information was obtained from the surgeon. Follow up discussions with the surgeon as well as the surgeon's staff indicates that this event occurred sometime in the last year (the exact date was not known), and that neither patient nor device specific information could be obtained. The surgeon had stated that the patient had endocarditis, and that it was an error in judgement on his part to ablade, given the patient's status. The details on the exact cause of death could not be obtained.